Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced an infection in 2007; the pump was explanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.